Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. There is no indication that the monitor malfunction caused or contributed to the patient's death as the device was able to appropriate treat the patient and convert the rhythm to a slower rhythm prior to the patient's death. Electrode belt sn (B)(4) has been recovered from the field and evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was reportedly driving his car and was in an accident while wearing the lifevest. The patient's download data revealed that prior to passing, the patient received one appropriate treatment and one inappropriate treatment. At 17:39:05, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf). The post-shock rhythm was bradycardia at 40 bpm with motion artifact. At 18:08:05, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment was severe bradycardia at 10 bpm. The post-shock rhythm was asystole. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient remained in asystole with intermittent cardiac activity until the device was shutdown at 18:27:57.